Manufacturer narrative:
Age at time of event - (B)(6). Subject device was returned for evaluation of the reported complaint mode, t2 non-deployment. The device was received without the implants, and the actuator was in the pre-t2 deployment position. Subject device actuates per design. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified one additional complaint for the manufactured lot number on file. Per results of the investigation, no root cause could be determined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that t1 implant deployed, but t2 would not deploy. The surgeon removed both t1 and t2 implants with a grasper. Backup device was available and the procedure was completed successfully. (B)(4).